Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The correct date of evaluation by product analysis is 21-feb-2018.

Manufacturer narrative:
Date of submission 28-feb-2018 the device has been returned and evaluated by product analysis on 20-feb-2018 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. Unrelated to the initial complaint, it was observed that the returned battery cap had stripped threads and it was unable to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.